Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while transporting a patient (age & gender unknown), the device inappropriately shut down and would not power back up. Complainant indicated that the clinician obtained another battery and the device would not power up. Complainant indicated that subsequent testing the device displayed an "ECG disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also updating information submitted on the initial medwatch report. Evaluation results: the reported malfunction of "reset/reboot itself" was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The reported malfunction of "ECG disabled" was observed and attributed to an integrated circuit on the monitor board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while transporting a patient (age & gender unknown), the device reset/reboot itself and would not power back up. Complainant indicated that the clinician obtained another battery and the device would not power up. Complainant indicated that subsequent testing the device displayed an "ECG disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.